Event description:
On december 22, 2009, a doctor reported that a patient lost a dental implant about 1 month after the implant was placed due to connective tissue healing. The doctor also indicated that the implant had no stability after one month. This is the second of two incidents.